Event description:
It was reported that the patient developed an infection following implantation of the device. It was noted that there was swelling, redness and clear fluid sweeping at the incision site. The patient stated that he had the internal neurostimulator (ins) implanted in (B)(6) 2012 and the infection was confirmed towards the end of (B)(6) 2012. The patient was given antibiotics by his physician and was taking them for 20 days. It was noted that the patient was 'taking 2 regiments of k-flex.' The patient stated that 'the seepage was coming from both incision sites', but 'his infection seemed to be cleared up and he had no more seepage, swelling or redness.' It was noted that the patient 'was ready to have his adaptive stimulation activated and he did not believe he had it programed'. It was noted that the patient did not see the adaptive stimulation icon in the top left corner and was unable to activate it. The patient noted that he was 'a little tender at both incision sites.' The patient stated that his physician was not aware of his current situation and he tried to contact the manufacturing representative but had not received a call back. Basic functionality of the device was reviewed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient product ID 355531, lot# n328280, implanted: (B)(6) 2012, product type screening device; product ID 3550-p4, lot# n325295, implanted: (B)(6) 2012, product type accessory; product ID 3550-39, lot# n326823, implanted: (B)(6) 2012, product type accessory. (B)(4).